Event description:
The customer contact reported backflow of fluid from the secondary solution container into the primary tubing set. The primary tubing set was being used to deliver normal saline via a symbiq pump. At an unspecified time, the option-lok male adapter of the secondary tubing set was connected to the proximal clave y-site of the primary tubing set for piggyback delivery of an unspecified concentration of potassium. The primary solution container was lowered below the secondary solution container. After an unspecified length of time, the nurse noted the potassium was backflowing into the primary tubing set. The tubing sets were replaced and the therapy resumed. No further medical interventions were provided. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel. (B) (4).